Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument was generating cartridge chemistry (cc) subsystem motion errors and there was liquid under the reagent probes. No injuries were reported and no erroneous patient results were generated. The issue was resolved by routine troubleshooting by the customer. Customer replaced the wash collar and the system was functioning properly. No further system errors and leaks were reported.

Manufacturer narrative:
Device evaluated by manufacturer, no: customer resolved the issue by replacing the wash collar. Evaluation, results: customer replaced the wash collar. Beckman coulter identifier for this report is (B)(4). Customer resolved the issue.